Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The caller stated that the sensor was reading 5.8, but blood glucose value was 3.4 mmol/l. The customer was advised about insertion and calibration best practices. Blood glucose at the time of the call was 5.7 mmol/l. The sensor will not be returned for analysis.